Event description:
It was reported that the same day post-implant, there was no sensing. The physician felt that glue used to close the wound could have possibly coated the electrodes. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: upon analysis, no anomalies were found, however there appeared to be foreign material on the upper sensor.